Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to inappropriate shock and noise. Patient was shocked inappropriately multiple times, believed to be lead noise, a few years back-date unknown. At that time, device was turned off. When the device hit eos patient opted to not have the system replaced regardless of his risk and the physicians advice. Should additional information become available, this file will be updated.